Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to the display of a white screen. Functional testing were performed and failed the display pattern test and the lcd screen test. An interior visual inspection was performed and passed. The receiver log was downloaded finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective lcd component. No injury or medical intervention was reported.